Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer asked tandem technical support how much insulin should be delivered to treat elevated blood glucose levels (unknown values). Customer was instructed to contact health care provider to obtain this information.